Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the button several times in order for the display to turn on. Blood glucose level was 129 mg/dl. Reportedly, the customer successfully turned the pump display on.